Event description:
It was reported that a pump started but failed to charge, generating a power source alert. There was no reported impact to the customer¿s blood glucose level. The distributor attempted to resolve the issue by trying several cables, but the anomaly persisted, prompting a return of the pump, which was expected to be replaced with a new one.